Event description:
It was reported that replacement was requested due to defective thread on the connection of the mobile power unit (mpu) cable. When connecting the device to the system controller, there was an issue with the screw threads, causing resistance and stiffness when turning the screw. In addition, it was noted that it was difficult to visually identify any differences. No patient consequence was noted.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.